Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.

Event description:
It was reported that the bd vacutainer® c&s preservative urine tube experienced tube use after expiration date which was noted during use. The following information was provided by the initial reporter: material no: 364951; batch no: unknown. It was reported the tubes were post expiration. The customer is inquiring on if this will affect the growth or over growth. Customer did not want to make this a complaint, customer just wanted information on the results. No further information will be provided.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® c&s preservative urine tube experienced tube use after expiration date which was noted during use. The following information was provided by the initial reporter: material no: 364951, batch no: unknown. It was reported the tubes were post expiration. The customer is inquiring on if this will affect the growth or over growth. Customer did not want to make this a complaint, customer just wanted information on the results. No further information will be provided.